Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon "power cycling" the device, the b30 error was cleared and no further problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "b30" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer could not solve the error by exchanging the scope and the cable. Olympus service advised to turn the device off and clean the electrical contacts. The customer then re-started the device and confirmed the error resolved. Based on the results of the investigation, the root cause could not be identified. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Insert the endoscope connector or light guide connector into the output socket on the front panel of the light source until it clicks.¿ olympus will continue to monitor field performance for this device.